Event description:
The customer reported that the system displayed a trunk- collimator error message. No pt injury was reported.

Manufacturer narrative:
Ge service rep performed an onsite investigation. The collimator assembly was replaced and the secondary collimator filter was transferred. The collimator was calibrated. The system was tested and found to be working as intended and put back into service.